Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received states when an asymptomatic patient presented to the clinic during the latest follow-up, new instances of post-paced t-wave oversensing episodes were observed on the ventricular channel. New programming changes were made. No further information is available.

Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, the device was post-paced t-wave oversensing on the ventricular channel. Program changes were recommended, however it was later determined that the patient had hyperkalemia. It was suspected that this was the cause of the t-wave oversensing and the physician elected to not make any programming changes. The patient was admitted to hospital for treatment of high potassium levels.